Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the test well images on the neo: neo plate ID (B)(4) on (B)(4) 2014 @1410, sample ID (B)(4) resulted o ntd, no errors, anti-b reaction strength is 28 and the anti-a well gave a reaction strength of 21. The a1 cells had a reaction strength of 85 and the b cells well had a reaction strength of 27. Can not rule out sample related issues since the patient received 2 units of o neg blood prior to being drawn and tested on the neo.

Event description:
On (B)(6) 2014 a customer reported an abo discrepancy when testing a patient sample on the galileo neo.